Event description:
The customer alleged intermittent audible found on pre-patient check with no reported pt involvement. The customer's biomed dept inspected the device and replaced the alarm assembly. The unit passed extended self testing and is back in service. It is not verified that there was an intermittent audible alarm, and no malfunction may have occurred.